Event description:
It was reported that an unspecified alarm occurred on the pump. There was no reported impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.